Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it was impossible to remove the trocar fixed in the pelvic bone after the cement was placed during the sacroplasty. After multiple attempts to remove it with the help of the drill provided, the doctor tried to take it with a universal clip. The trocar then broke off at the base of the trocar and it needed the intervention of an orthopedic surgeon.